Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® lh pst¿ ii plus blood collection tubes there is an issue oil gel globules. Gel specks form on the surface once the sample has been centrifuged. The following information was provided by the initial reporter: we have seen an accumulation of gel specks on the surface of the plasma once the sample has been centrifuged. These particles are causing accumulation on the probes across both analyzers. The other thing is that the gel clings to the probes and it is difficult to wipe it off with the daily maintenance that we are doing in-house. Secondly, these random samples do not get processed as it flags up with errors that it is an insufficient sample when the volume is adequate for the sample to be processed. Again, this has been raised with the roche team to investigate whether it is an alignment issue or it doesn't seem to be the case. Samples that do not get processed affect the turnaround times into the laboratory hence hampering patient care.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for oil gel globules with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and gel oil globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use of the bd vacutainer® lh pst¿ ii plus blood collection tubes there is an issue oil gel globules. Gel specks form on the surface once the sample has been centrifuged. The following information was provided by the initial reporter: we have seen an accumulation of gel specks on the surface of the plasma once the sample has been centrifuged. These particles are causing accumulation on the probes across both analyzers. The other thing is that the gel clings to the probes and it is difficult to wipe it off with the daily maintenance that we are doing in-house. Secondly, these random samples do not get processed as it flags up with errors that it is an insufficient sample when the volume is adequate for the sample to be processed. Again, this has been raised with the roche team to investigate whether it is an alignment issue or it doesn¿t seem to be the case. Samples that do not get processed affect the turnaround times into the laboratory hence hampering patient care.